Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one video of the complaint event. Photographic inspection noted that the handle screen showed a reload attached asking the user to remove the reload. There are multiple situations which could result in this screen. Functional testing could not be performed without the physical device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic robotic prostatectomy procedure. The powered stapling device was being used for the transection of the dorsal vein. The blade would not retract. In order to resolve the issue and complete the case, attempted to place a new powered stapling handle onto the adapter, but did not work. Attempted to hold down the two green buttons to reboot the device, but was unsuccessful. Then had to use the retraction tool to open the jaws of the device. The display screen showed an open reload attached to the adapter and handle, blinking with an arrow, and no green box. There was no patient harm. The patient outcome is alive, no injury. The type of cleaning is manual.